Event description:
On (B)(6) 2020, fujifilm healthcare americas corporation (formerly hitachi medical systems america, inc.) Received a complaint regarding prosound f-75. The site reported that the system was not booting up correctly during a procedure. The patient was under anesthesia during the troubleshooting process. The system did not boot and as a result the procedure was cancelled. Company's service department received a call and an engineer was dispatched to the site. The engineer replaced the hard drive and operation panel control. The system was operating as intended after the service call. There is no death or serious injury associated with event. During a retrospective review, it was discovered that the manufacturer had assessed this event as ae leading to serious injury; therefore an importer's MDR is being submitted.